Manufacturer narrative:
Describe event or problem, other relevant history, including preexisting medical conditions, device available for eval, device/component codes, device evaluated by MFR? Evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Lase time: 9:15 minutes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 95,000 joules at 80 w while using a side-firing surgical fiber during a prostate procedure, the doctor noticed the fiber looked cracked and was firing from tip. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.